Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of a peritoneal dialysis (pd) transfer set. It was further described as, ¿the screw cap detached from the inside of the thread¿. This was observed while disconnecting from peritoneal dialysis (pd) therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed and no issues were observed. The reported condition was verified. The cause of the condition is related to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.